Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor glucose value not available alarm on the insulin pump. When they pressed the back-arrow button on the insulin pump it would not do anything. They were advised that if they could not clear the alarm and the buttons were not responding then they would have to consider getting a replacement for the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was not performed because the call was disconnected. The device will not be returned for analysis.